Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i needle went through the catheter the following information was provided by the initial reporter; it was reported by customer noted the stylet pierced through the plastic cannula, creating a hole in the cannula. Verbatim: rcc received a complaint via email. Email(s) attached. Nurse went to place the IV catheter for a patient. She inspected the stylet at the end, did not note any issues. However as she inserted it into the patient, pt said it was quite painful, so she removed it. Upon removal, she noted the stylet pierced through the plastic cannula, creating a hole in the cannula. She discarded IV set.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see narrative below

Event description:
No additional information received